Event description:
It was reported that the patient underwent an unspecified spinal procedure to correct a midline herniation. 'It was reported that the surgeon could not break off the set screw's break-off portion at left l5. Upon inspection, the surgeon found the setscrew was broken.' The broken screw was replaced with a new one. No patient complications were reported.

Manufacturer narrative:
The product was returned to the manufacturer for evaluation. Visual and optical examination of returned break off set screw identified witness marks and plastic deformation on the upper portion of the interior hex features of the implant, with cross sectional river lines. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.